Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown

Event description:
The patient required a revision surgery due to the disassociation of the sphere from the baseplate. Original implant details and implantation timing were unavailable as they were done by a different surgeon at a different facility. The sphere's movement caused extensive wear on the poly and metal components, as well as the baseplate. Despite planning to remove the baseplate, it was impossible due to cold welding of screws. Instead, they reattached the sphere. The original implants included a flex stem with a reverse ii baseplate/sphere. In the update, a tray, poly, and the sphere were removed and reinserted. Only dwf362b and dwf502 implants were used. Post-op x-rays were sent previously, and additional ones will be provided. While attempting to remove all glenoid components, only one screw was removed, and the other three remained due to their immovability. The original sphere was removed and reimplanted.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation (screw remained implanted). On the provided x-ray taken before the revision, it can be observed that the sphere has completely come out of the baseplate and the central locking screw is loose, showing that the sphere has disassembled from the baseplate, then migrated and led to joint dislocation. Thus, "due to the friction, the screws were cold-welded to the baseplate and were unable to be removed". The opinion of a medical expert was sought and stated as following: question: ¿could we see on the x-rays, the cold-welded screws to the baseplate?¿ - answer: ¿it cannot be seen on any type of imaging. Cold-welding typically occurs when two metal parts are forced against each other with high pressure, which means that the screws were strongly tightened as the index surgery", ¿the x-rays show (...) No loosening of the baseplate (¿)". The issue observed with the screw is likely a consequence of the glenoid components disassociation. More detailed information about the complaint event as well as the affected device must be available in order to clearly determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient required a revision surgery due to the disassociation of the sphere from the baseplate. Original implant details and implantation timing were unavailable as they were done by a different surgeon at a different facility. The sphere's movement caused extensive wear on the poly and metal components, as well as the baseplate. Despite planning to remove the baseplate, it was impossible due to cold welding of screws. Instead, they reattached the sphere. The original implants included a flex stem with a reverse ii baseplate/sphere. In the update, a tray, poly, and the sphere were removed and reinserted. Only dwf362b and dwf502 implants were used. Post-op x-rays were sent previously, and additional ones will be provided. While attempting to remove all glenoid components, only one screw was removed, and the other three remained due to their immovability. The original sphere was removed and reimplanted.